Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, h6 (health effect - impact codes). A getinge fse states that hospital biomed tested pump and put back into service. Problem not verified. No inspection or testing done by getinge rep. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use, the carsiosave intra-aortic balloon pump (iabp) was not charging, battery drained rapidly and there was a power issue. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6 (remove "testing of actual/suspected device/10" from type of investigation codes).

Event description:
It was reported that during use, the carsiosave intra-aortic balloon pump (iabp) was not charging, battery drained rapidly and there was a power issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.